Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient experienced discomfort and inflammation at the ipg site. No discharge was noted. Infection was identified, and the patient was admitted to the hospital and given IV antibiotics. The physician explanted the ipg, and the patient is to be kept in the hospital for 7-10 days for observation. Reportedly, the patient is recovering well.